Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have damaged conductor wire at the distal end near the force amplification pulley. The insulation is damage, and the conductor wire is exposed as a result. Components adjacent to this conductor wire do not show damage. The instrument passed the electrical continuity test in both grips. Additional finding not reported by site: the instrument was found to have a severely bent grip, causing misalignment of the grip-tips. The complaint a damaged cable was confirmed by failure analysis.

Event description:
It was reported that during central processing, inside the jaw, a cable is beginning to fray. There was no report of any impact to the patient.